Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door latch issue as a door not fully latched alarm. Eval found cracked threaded insert bosses and raised threaded inserts which caused material separation between the front case and the mechanism assembly. Eval also found loose hardware which secures the mechanism assembly to the front case. The front case assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced a door latch issue. It was also reported that there was no pt involvement.